Event description:
The facility reported a flo-gard infusion pump with a malfunction of no prende "does not turn on"; this condition had the potential to interrupt delivery. The event was reported to have occurred after delivery in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. Baxter quality engineering determined the reported condition to be a battery issue. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump that does not turn on was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a swollen main battery. The main battery was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of does not turn on. However, during previous service on (B)(6) 2009, the batteries were replaced.